Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 150 units of insulin. There was no reported impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.